Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error alarm. The customer's blood glucose level was 536mg/dl. The customer tried to treat with the pump. The customer states the drive support cap was protruded. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.

Manufacturer narrative:
The pump passed the operating current and displacement test, however, the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot, a cracked case on the reservoir tube window corner and cracked battery tube threads.